Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported high blood glucose level and intervention reported. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while wearing a pod overnight their blood glucose level had rose to 545 mg/dl. In addition the patient reports their pod had lost connection with their continues glucose monitor. The patient reports they had started dosing and their blood glucose level had decreased to 164 mg/dl. The patient reports they had contacted their doctor by phone and was prescribed zofran for nausea.